Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent sharp chest pain approximately three weeks post implant. High thresholds were noted on the right ventricular (rv) lead, which were consistent with historical values. The rv lead remains in use. No further patient complications have been reported as a result of this event.